Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was selected for implantation. During the procedure, the valve was implanted at 5mm at all cusps. There was sufficient calcium for anchoring noted. The valve slowly migrated supra annularly to non coronary cusp 5mm right coronary cusp 10mm. The migrated valve blocked the right coronary artery. The patient had an 20 second asystole episode, which was treated using pacing through the non-abbott guidewire. The device was then snared and moved into the ascending aorta, and a 23mm non-abbott device was implanted. A CT scan was done to check for additional injury. There was no pacemaker required. Patient has sinus rhythm. The delay in procedure was not clinically significant. The patient is reported to be discharged. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.